Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device via a 7f sheath after a peripheral iliac stenting interventional procedure. Reportedly, when the proglide device was removed after deployment of the sutures, it was noted that the black sheath had completely come off and remained in the patient anatomy. There was no resistance inserting or removing the proglide device. As the sheath of the proglide device was stuck in the artery, the patient was transported to another hospital where a vascular surgeon performed a cut down procedure and dissected the artery to get the sheath of the proglide device out. The level of anesthesia was changed to general. Hemostasis was achieved with surgical suturing. There was no other adverse patient sequela; however, there was a clinically significant delay in the procedure due to the patient having to be sent to surgery. Hospitalization was prolonged due to the cut down surgery. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections were performed on the returned device. The reported guide separation was confirmed. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.